Event description:
Additional information was received: it was reported that the cause of the impedances and oor message wasn¿t known. It was stated when they moved to contact 2 the impedances resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing an oor message. The patient said they were shooting guns over the holiday break and the butt of the guns were placed over/near their ins site on the right side. The rep ran impedances and saw ¿orange¿ impedances but stated the impedances were ¿good.¿ it was reviewed though that orange indicates the values are not good and needed evaluation. The patient was programmed at 2.5v, c+3- and programmed to constant voltage mode. Impedance value when tested using the automatic impedance test the 2nd time was 968 ohms. The rep didn¿t see any oor message following the 2nd impedance test. The rep was asked to increase the stimulation to see if the oor would trigger again and they didn¿t see oor on the tablet today. The rep indicated that the rep didn¿t have access to increase the stimulation today. Out of range impedances were reported at the beginning of the call but at the end of the call all the values were green and under 1200 ohms. Troubleshooting was said to have resolved the issue. Additional information was received from the rep: they stated they were calling a second time to troubleshoot the oor issue. They thought they had resolved the issue but when the caller used the patient¿s programmer, they saw the oor message. The caller indicated that they had done some routine reprogramming with the patient by increasing the voltage by 0.2v and increasing the rate some but no electrodes were changed. The patient currently was programmed to 2.4v and they reported seeing an oor at 3v. The caller said that after that they made some changes to the amplitude and rate that the oor message on the tablet indicated that oor was resolved. The caller indicated if impedances were checked and the latest measurement indicated that all results were green. They asked if the caller they were pressing buttons rapidly/repeatedly when they were working with the programmer and the caller indicated it may have been occurring. Even with this information technical services was still concerned about oor since it was also seen on the tablet. Impedances were measured again and this time c-3 was showing 13k ohms where previously it was 968 ohms. It was reviewed presence of intermittent open circuit involving #3 and that they should consider reprogramming. It was stated that open circuit was showing on electrode #3 and patient wasn¿t using electrode #3 for therapy.